Manufacturer narrative:
The issue was investigated in detail. The investigation of the log files confirmed tilting movement of the table at the mentioned timestamp. However, our experts were unable to determine whether this movement had been initiated intentionally by the operator or not. The following components were replaced on the concerned unit and returned for further investigation: io-board, control unit_dtf_right, opti grip. The buttons of the control unit and opti grip are connected with the touch matrix at the io-board. This could lead to a follow-up error of all three components. Due to the defect of the touch matrix the "tilt_ccw_slow" was permanently activated. The dmg signal (dead-man-grip signal) is not part of the touch matrix. Neither a defect nor a wrong dmg signal could be found at the components. The affected parts were installed on a test system to check whether the unintended movement was reproducible. Due to the hardware defects of the touch matrix the signal for the movement was activated. However, unintended movement could be initiated only in conjunction with dmg signal from any other button (activation of other movement or acquisition). This proved that unintended tilting movement can only be initiated if dmg is activated on any other control element. The reported behavior (movement starts without user input) could not be reproduced. Furthermore, all unintended movement can be interrupted by releasing the activated dmg button on control element or by activating emergency stop button. Since it was not possible to determine the root cause of the defect of these components, the database was checked for similar issues. No comparable problems are known with these components. There is no indication for a general or systematic problem. The spare part consumption of the concerned opti grip was checked and currently shows values that are above the defined threshold. Therefore this component will be observed by product specialists to determine necessity of further steps and measures. The spare part consumptions of the concerned io-board and the concerned control unit were also checked and both show values that are below the defined thresholds. The problem at the concerned customer site was solved by replacing listed above parts. Since the replacement no further occurrences are known from this system. This report was submitted january 31, 2018.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Athe optigrip replacement was ordered for this system. A supplemental report will be submitted if additional information becomes available.

Event description:
Unintended system movement was reported on the luminos agile unit. The movement is released only when the operator touches the dead man grip (dmg) of any control element. There are no injuries attributed to this event.